Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as ¿an infection in the abdominal cavity¿. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis (abdominal infection) with unspecified anti-inflammatory drugs (doses, frequencies, routes and durations were not reported). Pd therapy was ongoing during the treatment. At the time of this report, the patient was not recovered. It was not reported if dianeal therapy continued to be ongoing. No additional information is available.